Event description:
It was reported that a malfunction occurred with the pump, displaying malf 0 and making it unresettable. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer, lacking a backup insulin therapy, was advised by technical support to consult a healthcare provider. Technical support sent a replacement pump and provided instructions for putting the faulty pump into storage mode and returning it within 10 days.